Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 15. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.